Event description:
Contact reports the patient had an initial procedure of an l5/s1 tlif with an interbody cage. A posterior lateral fusion was performed at levels l3-s1 with peek rod and pedicle screw fixation. Several months later, the doctor followed up with an xray and CT and determined that the left l3 screw broke. Patient had some tenderness at that level and surgeon decided to remove the broken screw.

Manufacturer narrative:
Rep reports that the surgeon had attributed this failure to non union and extended the construct. The doctor did not considered the need for revision to be device related. Rep was reminded of the need to report all ae involving device breakage regardless of the users opinion of cause in a timely manner. As the rep attended the revision case we consider this report to be late and have used the date of revision as the alert date. Patient had a non-union. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device.